Manufacturer narrative:
Button error alarm and no button response due to corroded keypad trace. Unable to verify weak battery alarm due to button keypad anomaly. Insulin pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error while she attempted to bolus. The insulin pump also alarmed weak battery. The insulin pump's keypad was unresponsive. Customer's blood glucose level was 395 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.